Event description:
Related MFR report number: 2017865-2023-22843. Related MFR report number: 2017865-2023-22845. It was reported that a patient passed away due to cardiac arrhythmia. It is unknown that the patient's implantable cardioverter defibrillator (ICD) system caused or contributed to the patient's death.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.